Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and performed the transseptal puncture. When advancing the was into the laa of the patient the patient's blood pressure dropped. A pericardial effusion with cardiac tamponade was noted on imaging. At some point, the wire was withdrawn, and the sheath was advanced into the pericardial space. The patient was given protamine, and the physician performed a pericardiocentesis. No further intervention was needed, and the patient made a full recovery from this event. The patient remained hospitalized overnight before being discharged home the next day. There were no other complications that were reported to have occurred.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient and performed the transseptal puncture. When advancing the was into the laa of the patient the patient's blood pressure dropped. A pericardial effusion with cardiac tamponade was noted on imaging. At some point, the wire was withdrawn, and the sheath was advanced into the pericardial space. The patient was given protamine, and the physician performed a pericardiocentesis. No further intervention was needed, and the patient made a full recovery from this event. The patient remained hospitalized overnight before being discharged home the next day. There were no other complications that were reported to have occurred.